Event description:
The following was reported to gore: on (B)(6) 2023, a patient was implanted with 8mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat avg stenosis. The viabahn device was advanced via 0.035*260cm terumo stiff wire to left brachial artery. The endoprosthesis was successfully expanded. When the physician removed the delivery system, an obvious resistance was felt. Then he pulled out the delivery system with a bit force. It was found the distal tip was detached and left inside patient. A snare was used to retrieved detached distal tip out of patient. The patient tolerated the procedure, and had no adverse experience.

Manufacturer narrative:
C19-a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: c19-the primary reported complaint of difficulty withdrawing the vsx device delivery system through the introducer sheath could not be independently confirmed. Though the vsx device associated with the complaint was returned for evaluation, factors affecting the withdrawal difficulty as reported (i.e., patient anatomy, procedural conditions) cannot be replicated during evaluation of the returned vsx device in the laboratory. The mechanism of the initial difficulty experienced in withdrawing the vsx device cannot be established. After the reported difficulty withdrawing the vsx device, it was reported that the device was forcefully withdrawn. The distal shaft was reported to have separated from the delivery catheter and this failure mode was confirmed through evaluation of the returned vsx device. Necking of the dual lumen of the returned vsx device was observed near the transition. Disturbance of pebax material observed near the broken end of the distal shaft indicates that the process of bonding the distal shaft to the delivery catheter was executed during manufacturing. The observed necking and the separation of the distal shaft from the delivery catheter despite bond formation are consistent with exposure of the delivery system to increased force during withdrawal as reported. Withdrawing the vsx device catheter through the sheath with abrupt or excessive is a known reasonably foreseeable misuse.